Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the helix of the lp was noted to have become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.